Event description:
Customer reports a pt sample reported a negative result for blood. Microscopic examination of the sample revealed a large amount of blood. There was no impact to pt care as a result of this event.

Manufacturer narrative:
Sample was retested on a different clinitek atlas, a clinitek 500 and repeated on original atlas and all results were positive for blood. Sample was not well mixed prior to initial test that produced negative result for blood. Method described in labeling requires proper sample mixing prior to analysis. Manufacturer attributes discordant result to user error. Customer indicates that instrument is operating as expected and still in use.